Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product anomaly. This rv lead successfully replaced. Other than the procedure, no additional adverse patient effects were reported. At this time this rv lead was returned to boston scientific.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product anomaly. This rv lead successfully replaced. Other than the procedure, no additional adverse patient effects were reported. At this time this rv lead was returned to boston scientific.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product anomaly. This rv lead successfully replaced. Other than the procedure, no additional adverse patient effects were reported. At this time this rv lead was returned to boston scientific.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported product anomaly. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.